Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient was implanted in the united states. The patient was discharged to (B)(6) in (B)(6) 2012. The pump went dry because they could not find anyone to refill the pump. The patient returned to the united states last month and was recently re-admitted; they were trying to determine if they should refill the pump. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that the patient did well following pump implant, but was admitted to a local hospital in (B)(6) 2013 due to a pulmonary infection. The patient was primarily at home since discharge from the hospital. However, she was unable to have her pump refilled. The patient¿s family was unable to connect with a local physician to follow the patient. The pump beeped appropriately but subsequently stopped beeping. The patient¿s tone was much worse. The medications were unchanged from discharge and the patient was on the same diet that was prescribed at the time of discharge. The patient was admitted to the hospital on (B)(6) 2013 following a flight from kuwait. It was noted that the patient tolerated the trip well.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown. (B)(4).